Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of intermittent vibration cannot be confirmed. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. It is also reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. However, a root cause for the reported intermittent vibration cannot be determined.

Event description:
Patient's mom contacted dexcom technical support on (B)(6) 2015 on patient behalf claiming intermittent vibration on (B)(6) 2015. Pediatric patient was using adult receiver. Continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. At the time of contact the patient's mom did not report any injury or medical intervention.